Manufacturer narrative:
Continuation of d10: product ID 8780 serial# (B)(6) implanted: 2017 explanted: (B)(6) 2024 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 17-mar-2019, UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient's representative (caller) regarding a patient receiving intrathecal dilaudid and prialt (all unknown concentrations and doses) via an implantable pump for non-malignant pain. It was reported that while on the call, the caller mentioned that 2-3 years ago there were problems with the medicine so they (the health care provider's (hcp's) office) called them back because they had to bring all the meds out of the pumps and catheter and put fresh in and it was going to be at their expense because they already got the refill. When the caller went in there, there were problems, they took all the meds out of the pump but the hcp couldn't withdraw it all from the catheter. The caller stated that the hcp thought he put a void in there so he filled the pump and they made the patient stay for 1.5 hours after because he wanted to see if a void was there. In 1.5 hrs the void hadn¿t gone completely so they let the patient go but after they left the patient couldn't eat or drink and they laid in bed and sweat like they were going through severe withdrawals. The caller called the office and they told the patient to come in the morning, but by the morning the void the patient had was gone and they were feeling ok. The hcp's office asked if it was ok and they said yes but they were miserable, and the patient asked why it took a whole week to get the old medicine to go through them when the time patient was referencing only took about 2 hours to go through them. The agent asked what the void was and patient stated they were just trying to replace the medicine and the patient wasn't having trouble. When the agent inquired hcp at that time, patient provided one name, but then stated another doctor put the pump in and then quit the practice so they sent them to the first hcp mentioned, but then that hcp didn't do pumps so they sent them back to the second doctor. The patient stated they guessed the second name provided was the doctor at the time when this refill issue occurred. The patient mentioned dilaudid was the medicine used at the time and stated they originally had prialt but it was too expensive so ever since then, they've had dilaudid in their pumps.